Event description:
It was reported that patient was admitted to the hospital due to syncope. The pulse generator exhibited capture anomalies. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.